Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that a few months prior to the call (i.e., sometime in the beginning of 2018), the patient started seeing an end of service (eos) code. The patient has expressed dissatisfaction with longevity. Patient services reviewed the typical time between low and eos, and redirected the caller to the doctor's billing office to obtain information regarding the cost of replacing the ins. It was noted the patient had fallen in the winter around (B)(6) 2017 or (B)(6) 2018 but they did not hit the ins when they fell. No symptoms were reported. No further complications were reported or anticipated.